Manufacturer narrative:
Sections with additional information as of 28-mar-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Event description:
Consumer reported complaint for dead meter and low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 39, 38, 138, 80 and 69 mg/dl (fasting/non-fasting status unknown). The customer¿s expected am fasting blood glucose test result range is 285-287 mg/dl. Customer stated the battery had been changed two days prior (correct battery in correct orientation for the meter). During the call the true metrix meter powered on using the power button and when a test strip was inserted. The customer feels well and did not report any symptoms. On (B)(6) 2023 the customer's blood glucose test result had been in the 30's mg/dl and customer had been feeling dizzy and experiencing blurry vision. 911 had been called and when the paramedics had arrived a blood test had been performed using their device and the result had been 138 mg/dl non-fasting; customer confirmed she had eaten prior to the ambulance's arrival. Paramedics had advised customer her blood glucose was normal but customer had insisted on going to the hospital. Customer stated that she had gone to the hospital, but as her blood glucose had been fine, she had been sent back home. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/25/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 39 mg/dl, date: (B)(6) 2023, time: 10:44pm fasting/non-fasting unknown; result 2: 38 mg/dl, date: (B)(6) 2023, time: 10:27pm fasting/non-fasting unknown; result 3: 138 mg/dl, date: (B)(6) 2023, time: 1:36pm fasting/non-fasting unknown; result 4: 80 mg/dl, date: (B)(6) 2023, time: 1:28pm fasting/non-fasting unknown; result 5: 69 mg/dl, date: (B)(6) 2023, time: 1:22pm fasting/non-fasting unknown.

Manufacturer narrative:
Internal report reference number: (B)(6). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.